Event description:
A bleeding after sensor insertion issue was reported with the abbott diabetes care (adc) sensor. As a result, customer received unspecified third-party treatment to stop the bleeding. Customer declined to provide further information so no further details are available. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The applicator was opened to inspect the sharp and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the sensor pack and no issues were observed. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was fully seated. Inspected the plug assembly, no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bleeding after sensor insertion issue was reported with the abbott diabetes care (adc) sensor. As a result, customer received unspecified third-party treatment to stop the bleeding. Customer declined to provide further information so no further details are available. There was no report of death or permanent injury associated with this event.